Manufacturer narrative:
Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient immediately felt dizzy and lightheaded in a store when walking under a large blower motor/fan that was producing a deep humming sound. The patient went home and approximately three hours later felt better. However, the patient again felt the same symptoms upon the next visit to the store when in close proximity to that same area. It was suspected that the implantable pulse generator (ipg) device was possibly affected by electromagnetic interference (emi). The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.